Manufacturer narrative:
Upon investigation, black spots embedded within the drip chamber were observed. This event is excluded from the reportable malfunction list and was determined not to meet the manufacturer¿s reportability criteria. The device did not cause or contribute to death or serious injury, nor does the malfunction pose a risk of causing or contributing to death or serious injury if it were to recur.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 128-inch. It was reported that the customer initially placed an overnight order for substitute item 15687 after reporting black specks in item 14687. The substitute item was later found to have the same issue. The customer then felt comfortable using the current product and requested to return the substitute items. The camera resolution did not capture the specs. There was no patient involvement and harm.